Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The patient visited the emergency room (amphia ziekenhuis, molengracht 21, breda noord-brabant, 4818 ck netherlands) and the pod was removed. The patient reported the infusion site to have redness, inflammation, purulent discharge, and debris. The patient's blood glucose level rose to 25 mmol/l (450 mg/dl). The healthcare provider could not identify the cause of the infection, but suspects hypersensitivity to the adhesive or insulin. The patient was treated with clindamycin 3 times a day for 10 days. A new pod was then applied.